Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that bed-to-bed alarms were not working. There was no patient harm indicated at the time of event.